Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that asymmetric lens vaulting with 2 diopter shift in astigmatism was noted approximately 2 months post lens implant. The patient developed cystoid macular edema (cme) on (B)(6) 2014 and noticed a decrease in his vision. The lens was removed and replaced on (B)(6) 2014 with another model lens. The surgeon indicated that in his opinion the likely cause of the event was: "inferior capsular fibrosis and the lens was probably too large for the patient's eye." This event refers to the patient's left eye.